Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose of 30mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Advise the caller to change the infusion set. No further information was provided.